Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This patient also had another edwards device implanted at the time of death; (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the patient expired from multi-system failure secondary to endocarditis. However, the surgeon has indicated that the edwards devices did not cause or contribute to the patient's death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 1 day. The cause of death was not reported. No further details were reported. Furthermore, there have not been any allegations that the edwards device caused or contributed to the patient's death.